Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump had a missing segment due to bleeding display glass. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked display window.

Event description:
It was reported that the insulin pump alarmed an error after priming. The customer's blood glucose was 124 mg/dl. The customer stated that the issue had started a month ago. They would let the insulin pump sit overnight and it would start working. But, now, the reservoir was not working. The customer stated that a while back the insulin pump was dropped and in the middle right of the screen it got a small crack on the on the lcd. Over time the crack got bigger and it looked like ink. And sometimes, when the customer is outside a lot under the sun, the screen gets moisture and condensation under the screen. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.